Event description:
It was reported that a 51-year-old caucasian female patient underwent primary breast augmentation with unknown size unknown gel implants and experienced breast implant rupture and capsular contracture; baker grade iii on her right side postoperatively. The patient underwent bilateral replacement surgery with serial numbers (B)(6) on the left side, and with (B)(6) on the right side on (B)(6) 2025. On january 20, 2026, the mentor failure analysis lab received two 375cc mentor memorygel breast implant devices for evaluation with same lot number and were both found damaged upon evaluation. Hence, this report details investigation results for the second device received as no clarification was received after multiple follow-ups.

Manufacturer narrative:
Device evaluation summary: mentor conducted a visual inspection, microscopic examination, and shell thickness of the returned device. Visual analysis of the returned device revealed that the breast implant was found to be ruptured. Microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation but is more likely to occur the longer the implant is implanted. The following may cause implant to rupture: stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Reason for device explant and/or reoperation: na. Mentor is aware that the date of implant is prior to the manufacturing date of reported lot number 6974321. Multiple follow ups were completed for clarification. However, no response was received. If additional information becomes available, it will be updated and supplemental report will be submitted. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).